Event description:
Patient was in an ez patient lift secured via a chair lift. Staff was trying to lower patient but the display read "emergency stop". Staff replaced and tried using another battery, but the lift would not function. Staff was able to disconnect the patient from the sling and had security help get the patient back in bed.